Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter in the plunger. This was discovered before use. The following information was provided by the initial reporter: the customer complaints that our syringes ¿bd 10 ml syringe luer-lok tip¿, lot 8276910 had silicon drops in the upper part of the plunger. They had to throw them away because they were no longer appropriate for sterile production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter in the plunger. This was discovered before use. The following information was provided by the initial reporter: the customer complaints that our syringes ¿bd 10 ml syringe luer-lok tip¿, lot 8276910 had silicon drops in the upper part of the plunger. They had to throw them away because they were no longer appropriate for sterile production.